Event description:
9/3/96: adm with non-functioning capd cath. To or for re-position of catheter. 9/5/96: pt developed peritonitis secondary to necrotic bowel. Returned to or for exp. Lap. With small bowel resection. 9/13/96: to or for disruption of anastomosis. Op note states "side to side anastomosis that had been performed was leaking through suture line." Pt had stormy post-op course and eventually expired 10/7/96.